Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. No notable events occurred prior to the alarm. Subsequently, the customer received a minimum fill notification after the cartridge was loaded with 300 units. A new cartridge was successfully loaded to resolve the issues. There was no impact to the customer¿s blood glucose.